Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 800 mg/dl. The customer stated that the insulin pump's motor sounded sluggish and it made a strange sound when it rewound. The customer also stated that she was having some stomach problems, so she saw a gastric doctor who prescribed medication. After the event, the customer stopped using the insulin pump. Troubleshooting was performed and it was found that the customer had received some alarms on the insulin pump. The insulin pump passed the prime and self tests. The customer did not have a tubing clamp to perform the high pressure test. During troubleshooting the customer was able to prime and rewind the insulin pump without any strange sounds occurring. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.